Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is jnj representative. Device manufacture date : without a lot number, the device history records review could not be completed as no product was received. Device evaluated by MFR: the investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020, surgeon was performing a revision thoracolumbar fusion using the expedium verse system. When final tightening the set screws, the x25 inserter/tightener (2997-04-230) was slipping before applying enough torque to reach the torque limit of the torque limiting handle. The nurse switched to the other x25 inserter in the set and final tightening was completed. The stripped x25 inserter was removed from the field. The patient was not fully fused, and surgeon extended construct. Procedure was successfully completed with 1-minute surgical delay. Patient outcome is unknown. Concomitant device reported: unknown setscrews (part# unknown, lot# unknown, quantity unknown ). Unknown screws (part# unknown, lot# unknown, quantity unknown ). Unknown torque handles (part# unknown, lot# unknown, quantity unknown ). This complaint involves one (1) device. This report is for (1) verse x25 inserter/tightener. This report is 1 of 1 for (B)(4).